Event description:
It was reported through the litigation process that sometime after the port placement with a bard powerport MRI implantable port catheter via left internal jugular vein due to the need for chemotherapy, the patient was reported to have chest pain and shortness of breath. Furthermore, it was diagnosed that the port allegedly had fractured. Subsequently the patient underwent removal of the port. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigational summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported port fracture, chest pain issues and shortness of breath as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.